Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 600 mg/dl. For treatment, the patient was placed on intravenous (IV) for insulin and fluids. The patient had stomach pain, nausea, vomiting and was lethargic. The ketones were moderate. The pod was worn for around 26 hours on the arm. The patient was discharged after 24 hours. The pod was discarded.